Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient was experiencing ineffective stimulation due to high impedances. Surgical intervention was undertaken, and the lead was explanted and replaced.

Manufacturer narrative:
Conclusion statement: the reported event of impedance issue was confirmed. As received, the octrode lead had all its internal wires broken, that would cause high impedance and is consistent with an overstress condition or sudden event the lead was subjected while in vivo. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.